Event description:
It was reported that the user experienced low blood glucose after dinner despite making a meal announcement, with a recorded value of 66 mg/dl, and treated with oral carbohydrates while drinking iced tea; the reported device-related problem and component were not specified due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.